Manufacturer narrative:
Device will not be returned for investigation. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.

Event description:
During a gamma3 nail procedure an 8mm diameter, 448mm long bixcut system reamer shaft, mod. Trinkle was opened. The bixcut reamers did not fit onto the end of the shaft as they usually do, therefore it could not be used. Another reamer shaft was opened.

Manufacturer narrative:
Evaluation summary: the event description revealed the reamer to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item was documented as faultless prior to distribution. An investigation of the product was not possible because it did not return; therefore, the root cause is unknown. The event description indicates that most likely the plastic grommet, inserted in the tip of the reamer shaft, was protruded and did most likely caused the reported issue. Protruded grommets are known from previous complaints. It was possible that a grommet could not be inserted completely into the reamer shaft reception; the protruded part will be bulged outwards and a assembling of a bixcut head is not possible. The insertion instrument (grommet inserter/ extractor, catalog# 3212-0-220) and the process were optimized to guarantee that the grommet is completely inserted in its reception. The action is implemented since november 2012. The complained reamer shaft was manufactured prior to the action. No discrepancies were detected during risk analysis review.

Event description:
During a gamma3 nail procedure an 8mm diameter, 448mm long bixcut system reamer shaft, mod. Trinkle was opened. The bixcut reamers did not fit onto the end of the shaft as they usually do, therefore it could not be used. Another reamer shaft was opened.